Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The physician stated that patient's diffuse lamellar keratitis problem was resolved with eye drops. The patient and physician are satisfied with the treatment process.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles for the day of treatment did not show any abnormalities. The device was working within specifications. The root cause could not be determined conclusively. The contributing factors could be sterilization of instruments, surgical techniques, preoperative and postoperative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported mild diffuse lamellar keratitis (dlk) bilaterally one day post lasik. Lasik procedure was completed without any problem. Upon follow up, patient's eye drop treatment continues. The reporter stated that the control will last for a while. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.